Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening and missing piece of the shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture, and "fat necrosis." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fat necrosis" and rupture.

Event description:
Healthcare professional reported left side rupture, and "fat necrosis." The device has been explanted.